Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet biolox head cat#12-115109 lot#2886313. Biomet bearing cat#ep-200160 lot#211710. Biomet liner cat#110024467 lot#058910. Biomet stem cat#11-301300 lot#946930. Biomet taper cat#11-300920 lot#013480. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02358 0001825034 - 2019 - 02361

Event description:
It was reported patient underwent a closed reduction of a dislocated right hip approximately 1 year post implantation. It was further reported that during the reduction, the g7 bearing disassociated from the biolox head. This led to a second revision of the right hip. It was noted estimated blood loss of 100ml, subfascial adhesions noted due to previous incisions, reddish synovial fluid noted (unremarkable), anterior osteophytes noted around the acetabulum, well-fixed acetabulum and femoral stem, adductor tenotomy performed due to limited range of motion per patient anatomy, no intraop complications noted. Attempts have been made and additional information on the reported event is unavailable at this time.